Event description:
It was reported that t:slim x2 pump battery would not charge and that a power source alert appeared in pump history around the time issue began. There was no adverse impact to the customer's blood glucose level. Customer changed charging cable and used different tandem wall adapter and cable until pump began charging, then was advised not to use non-tandem charging supplies except when instructed for troubleshooting, acknowledged this guidance, and was provided replacement tandem charging cable, after which no further assistance was required.